Event description:
Baxter (B)(4) reported that a minicap did not close. The reported issue occurred during use. There was no patient involvement. No further information is available. This is report 24 of 60.

Manufacturer narrative:
(B)(4). The companion sample was evaluated and the reported issue was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. The sample lot number is known, therefore a batch review will be performed. Should any additional information become available, a follow-up report will be submitted.